Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to the consciousness on unknown date with unknown blood glucose. The customer¿s blood glucose at the time of the incident was 27 mmol/l which was treated with the insulin pen. The automode was not active. The customer had using the insulin pump within 24 hours. The customer did not allege the insulin pump was under delivering. The device will not be returned for the analysis.